Manufacturer narrative:
(B)(4). D10: 42502606802, femur cemented cruciate retaining, 64958432. 42532007502, tibia cemented 5 degree stemmed, 66761838. 42557000114, stem extension tapered cemented, 66844724. 42540200038, all-poly patella cemented, 66673424. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial tka. Approximately 16 months post-implantation, they underwent a revision due to pain. The surgical technique was utilized. No further information has been provided.